Manufacturer narrative:
Final analysis found insulation degradation near the connector boot area which exposed the outer coil.

Manufacturer narrative:
Final analysis of the partial lead found insulation degradation near the connector boot area which exposed the outer coil. The damages found would not have resulted in the noise observed in the field.

Event description:
It was reported that noise was observed on the right ventricular lead. During a generator change out procedure, the proximal end of the lead was found to be bent. The lead was explanted and replaced at that time.